Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye, the lens unfolded too quickly causing zonular damage and iol decentration. The incision was enlarged to allow for removal of the lens, a different model iol was implanted into the sulcus, and the incision was closed with sutures. In the surgeon¿s opinion, the most likely cause of the event was quick unfold of lens after implant. Patient outcome is good.

Manufacturer narrative:
As per the reporter, the device is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause of this event could not be determined.